Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator alarm will not function. This was due to the power switch had no alarm which led to the malfunction.